Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range (oor) shock lead impedance (sli). The device had migrated down behind the patient¿s breast implant. It was noted that a pocket revision was performed a week following implant procedure due to a large hematoma. Additional information indicated that surgical revision was performed. After the ICD had been relocated, the shocking lead impedance measurements returned within normal limits. The lead remains in service. No adverse patient effects were reported.